Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting the central processing unit (cpu) cover tray on the v60 ventilator was damaged. The device was being evaluated for preventative maintenance service and therefore was not in clinical use. There was no report of harm or user impact. The asp evaluated the device and identified the damage. The asp reported that the damage was caused by improper screwing into the roll stand. The pem (penn engineering) nut was stripped. The resulting damage prevents the device from securely connecting to the stand. The asp replaced the cpu cover tray and connectors to resolve the issue. The device was verified as operational and returned to service after repairs were completed.